Manufacturer narrative:
The reported event of a cobra deformation could not be confirmed. The investigation confirmed the device met functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2021, a 10mm amplatzer septal occluder was selected however, was mis-sized, too big. The device was exchanged for a 8mm amplatzer septal occluder. During deployment, a "cobra head" deformation was noted. The device was attempted to be placed twice but the deformation occurred both attempts. A competitors 25 mm device was successfully implanted. The patient was reported to be in stable condition.